Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer went to the emergency room on (B)(6) 2025. Customer¿s blood glucose (bg) level was 339 mg/dl with ketones. The customer was treated with intravenous fluids of saline and insulin. There was no permanent damage and customer was discharged later that day. Customer changed pump supplies to address the issue.